Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a severely scratched display window, scratched reservoir tube window and a stained end cap sticker.

Event description:
Customer reported his insulin pump has a badly scratched screen. Customer's blood glucose was 149 mg/dl. He stated the scratches are possibly from when customer is working. He bends over a lot and the device rubs against the clip. He stated it is difficult to read the screen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(6).